Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that every time they visit the doctor office for a refill, the healthcare provider (hcp) had to stab the patient '9 times' until they find the port for refills. The patient representative mentioned that the last time the pump was refilled, they (hcp and staff) had to stop because it (the patient) was bleeding so much. The patient representative stated that the refills have been like that 'every time' since going to their current hcp. It was noted that the current hcp retired. Agent documented reported information and emailed physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who clarified that the patient was in a wheelchair, and they tried to fill the pump with him in the chair. The doctor tried finding the port 9 times with no success. They then had to put him under x-ray for the doctor to find the port and that this had happened multiple times before. Per the reporter, the pain management doctor that the patient had for years retired and that doctor could find the port on the first try, but this new doctor could not. The steps taken to resolve the issue was noted to be that they changed pain management clinics, and the new clinic/doctor found the port on the first try.